Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. No button error alarm note during testing. All buttons functioned properly. The insulin pump was received with minor scratches on display window, cracked case on display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer received a button error alarm and customer was able to clear alarm. It was also reported that insulin pump was cracked at upper right hand corner. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.